Manufacturer narrative:
Investigation of cadd®-solis vip ambulatory infusion revealed once keypad was removed, tamper sealing was missing with damaged lens. The event log data revealed (B)(6) 2019 3:21:10 pm upstream sensor on/off set to off. Meaning upstream occlusion alarm was not on and did not identify the occlusion. The occlusion sensor was turned on and testing done with device passing and no malfunction problems identified. No repairs needed, as problem was discovered in functions of sensor on and off button. Device passed all delivery testing.

Event description:
Information received cadd®-solis vip ambulatory infusion pump under infused with 42 milliliters of drug let in reservoir. Volume that was to be infused was 115 milliliters. The pump was assessed by user to assure program was correct and no discrepancies noted. No alarms identified during infusion. No reported patient adverse events occurred.